Event description:
Surgeon reported a "lap-band access port leaking, plastic septum housing split approximately 1 or 2 mm inferior to the silicone septum causing the leak." The port was removed and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is either a taper I or taper ii. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info will be reported to allergan regarding the serial number. The reporter stated it was not recorded in 2002 in the pt's records and is not available. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."